Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a blood transfusion? No. Did the post-operative care change based on the bleeding? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding?

Event description:
It was reported that the doctor was performing an unknown procedure with the linear cutter and on one of the staplings, the device didn't staple which resulted in bleeding. Bleeding was controlled by applying ten to fifteen interrupted stitches along the 7.5 mm bite. The procedure was continued with the same product with no consequence to the patient. No product will be returned.